Manufacturer narrative:
Product complaint # (B)(4). Occupation: reporter is a j&j representative. Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: 5282561) was received at us cq. Upon visual inspection, it was observed the needle component of the device had broken off. Also, the protection sleeve was not returned with the complaint device. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Device failure/defect was identified. Dimensional inspection: a dimensional inspection was not performed due to the post manufacturing damage of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the needle component of the complaint device had broken off, and protection sleeve was not returned. The potential cause for the broken needle could be the unintended force applied on the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 319.006, lot #: 5282561, release to warehouse date: aug 09, 2006, manufactured by: (B)(4), no ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tips of two depth gauge are broken into separate pieces and were no longer functional. The issue was discovered upon inspection after surgery as they returned to the metro office. It is unknown if there was any patient/procedure involvement. This complaint involves two (2) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 2 for (B)(4).